Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Seat cracked, replaced, next warped, 3rd replacement warped more then 2nd replacement.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Information updated to reflect the correct complaint awareness date and initial reporter. Additionally, the product was returned. However, no evaluation was available for review at the time of this investigation, so the complaint could not be verified, and the underlying cause of the complaint issue could not be determined.

Event description:
Seat cracked, replaced, next warped, 3rd replacement warped more then 2nd replacement.